Event description:
It was reported the patient was already in the coronary care unit (ccu) for some time with 5 occlusions in the saphenous vein graft (svg). The condition of the patient was very bad and a surgical approach was not possible. After informing the patient of the huge risk of doing a percutaneous coronary intervention (pci) and in accordance with his family, the patient underwent a coronary intervention. During the procedure, the patient's condition worsened and resuscitation was necessary. At that time, the proxis was already pulled out of the patient. When the patient was stabilized they continued the procedure without the use of the proxis. When approaching an occlusion in the svg the patient became unstable, could not be resuscitated and died. The physician did not blame the proxis device. The physician was in the process of training on the proxis device.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined; however, the physician stated the proxis device was not the cause.